Manufacturer narrative:
Therapy date: the event was reported to have occurred the night of 15-jun-2022 - 16-jun-2022. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette without an alarm. This occurred during first fill of peritoneal dialysis therapy. The patient was connected at the time of the event. There was nothing unusual found during troubleshooting that would cause or contribute to the event. The reporter indicated that priming was slow but there were no air bubbles in the line when the patient was connected. The initial drain was also reported to be slow. On the patient¿s first fill, there were air bubbles in the patient line. The air bubbles travelled to the patient before therapy could be stopped. The caregiver stopped therapy and performed a manual drain. Therapy was able to be completed after performing the manual drain. No issues were experienced with the second setup. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection with magnification did not identify any abnormalities that could have contributed to the reported condition. Functional testing including leak testing, clear passage testing, and clamp function testing was performed with no issues noted. Simulated therapy was performed using an in-house homechoice device. During simulated therapy, the set failed to prime to the end of the patient line (underprimed) and air bubbles were observed in the patient line tubing. The set was removed from the device, placed on a different homechoice device, and priming steps were repeated. During the retest, the set failed to prime to the end of the patient line and air bubbles were observed in the patient line tubing. During troubleshooting, nothing was found that could be attributed to the underprime with air bubbles. The patient line tubing length was measured and determined to be within product specification. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.